Event description:
It was reported that the balloon will not inflate. No injury.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Functional inspection of the two returned devices confirmed that the cuffs would not inflate. The devices were dissected and determined the blockage was due to the teflon tube that bridges the airway line to the lumen in the wall of the shaft being crimped / smashed. Custom devices are 200% leaked tested prior to packaging, which requires the cuffs to be inflated and deflated. Per the complaint description, the devices operated appropriately prior to being reprocessed. It is unknown how the teflon tube became crimped / smashed. No information was provided by the complainant as to how the tubes were reprocessed. Review of complaint investigations for custom devices that alleged inflation defects did not identify other complaints where the teflon tubes had been crimped / smashed. No adverse trends have been identified related to this issue. No corrective actions are planned at this time. Smiths medical regularly analyzes complaint data and trends and will take further actions accordingly.the customer stated problem was duplicated. The cause of the reported problem could not be determined. A DHR review was performed and no problems or issues were identified during this DHR review.